Event description:
It was reported that the left ventricular (lv) lead had high thresholds and caused pocket stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).add'l devices: 5076 implantable pacing lead (B)(6) 2006; implantable tachy lead (B)(6) 2006.